Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an incorrect measurement of battery longevity was given by the device during interrogation. Technical support was contacted and recommended re-interrogation the following day, which was performed and confirmed a normal measurement of battery depletion. The patient was stable and will continue to be monitored.